Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a fall and ever since her stimulation was feeling different. The patient took a fall and had a knee replacement put in. The patient reported that her knee was what the patient had damaged and not so much the back. Since the fall it was not quite feeling the same as before and needed to be reprogrammed. The patient kept feeling in the back and not the stomach. When the patient was trying to sleep and lie down on her side it was forever buzzing. The only way it would stop if the patient turned it off. The patient could not get comfortable anymore. The patient stated that she only had one group.

Event description:
Additional information received reported that the patient received assistance from the manufacturing representative, but the concerns were not resolved. It was noted that the patient had an appointment date of 2014-(B)(6). It was noted that the patient still had concerns but was working with the health care professional or manufacturing representative. The patient was still having concerns with the device or therapy but had not sought further help. It was further noted that the patient was not getting good pain relief from the stimulator. The patient noted that the stimulator was better than nothing but was close to nothing in terms of pain relief. It was noted that the patient was still on oral pain medication. The patient had been wrapping gifts on the day of the report and her back was really hurting her. The patient noted that she had to keep the stimulation turned down or she felt stimulation in her stomach. It was noted that the patient had an appointment in the following month with the health care professional.